Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? Could you please confirm the exact quantity of sutures disconnected from needle before usages? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: 1. No 2. 5 3. Yes, need to send please share address. Product code: (1) nw9304; lot# t1002 and (1) nw9304; lot# t3013 1. Could you please clarify if the extra device belongs to this complaint? 2. If not, could you please clarify if the extra product received belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. These two foils are from a j hospital only. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one open folder packet with a detached needle and several suture pieces outside the foil packet were received for analysis. Product code nw9304, lot t1003. Upon visual assessment of the returned sample, it was noted that the needle was detached from the suture. The swage and attachment area were noted to be as expected; the barrel hole was examined under magnification and remnant suture was observed. The suture exhibits degradation consistent with exposure to the environment. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: four photographs containing six opened foil and single barrier folder labeled as nw9304 with an apparently detached needle could be observed. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent a whipple choleycystectomy procedure on (B)(6) 2025 and suture was used. During the procedure, suture got cut during whipples procedure. No adverse patient consequences were reported. Additional information was requested.